Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed and not detected on the bus. A field service engineer found that half height drawers 4.1 and 4.2 were nonoperational due to a defective drawer board, drawer controller, and a thermally damaged retractable band, replaced all defective components, tested the unit using the hardware test application (hta) diagnostics, and confirmed that it passed all operational tests. The customer verified proper operation as well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary drawer 4.2 failed and not detected on bus. Power cycled twice and still did not recover. However, there were no delays or adverse events or injuries reported based on this event.